Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Event description:
Same case as MFR report # 2134265-2010-02741. (B) (4). It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient expired. The index procedure treated the 74% stenosed proximal rca (right coronary artery) with a 3.0x20mm taxus liberte study stent resulting in 30% residual stenosis. A non-study lesion in the 89% stenosed mid lad (left anterior descending artery was also treated using a 3.0x20mm taxus liberte stent resulting in 0% residual stenosis. Timi grade iii flow remained unchanged in both vessels post procedure. In (B) (6) 2009 the patient experienced a myocardial infarction at home and expired. No additional information is available.